Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor storage. (B)(4). Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID (B)(4).

Event description:
Consumer reported complaint for low results. The customer is not experiencing any symptoms regarding diabetes at this time or before calling. The customer says that he tested the meter against another company meter and the true track is reading less than the other meter. Competitor meter gave a reading of 194 mg/dl fasting and truetrack meter gave a reading of 128 mg/dl fasting on 02/04/2016 at 08:05pm. Customer takes his blood results fasting. Customer's expected results are 190-250mg/dl - fasting. Manufacturer's strip expiration date is 11/30/2017 and strip open date is (B)(6) 2016. The customer is storing the products on the kitchen table. Reviewed meter memory - (B)(4).